Event description:
Per provider spoke with (B)(4) in tech service ext. 7979 to advise that every time the end-user hits a bump the chair stops and displays a 5 flash error code which indicates a bad right brake.